Manufacturer narrative:
The subject maj-1154 has not been returned to omsc. The subject maj-1154 will not be returned from the user. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, an abnormal sounds (cracking noise and spark sound) were heard, and the endoscopic image showed a multitude of the colors on the monitor. The user canceled the procedure. There was no report of the patient¿s injury regarding this event. The olympus local service engineer discussed with the user and identified that the subject maj-1154 was attributed to the cause of the failure phenomenon.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) received following information as the evaluation result by an olympus local engineer. The subject maj-1154 has no previous repair history. The cable of the subject maj-1154 is kinked. There are signs of fluid ingress at the scope connector of the subject maj-1154. The subject maj-1154 was placed on an extended soak test to try to reproduce the failure phenomenon, which was abnormal endoscopic image. However the failure phenomenon could not be reproduced. And omsc could not review the device history record, because the maj-1154 does not have identification number like serial number. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced in the evaluation by olympus local engineer and omsc could not investigate the subject maj-1154. However, based on the reported phenomenon and the investigation result by olympus local engineer, omsc surmised that the reported phenomenon was possibly caused by the following. A part of the cable of the subject maj-1154 was broken, and the reported phenomenon was occurred temporarily. Contact abnormality at the contact point between the subject maj-1154 and an endoscope (or a video system center), electrical contact failure occurred. Thereby, the reported phenomenon was occurred temporarily. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".